Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a torque indicating wrench broke off during surgery while final tightening the plug into place. The tip of the wrench and the plug were removed from the patient, which led to a surgical delay of greater than 30 minutes. The procedure was completed using an alternative plug. There were no reports of patient harm or other patient impact associated with this event.

Manufacturer narrative:
The returned torque wrench was evaluated. The tip was found to have twisted and fractured. The zero indicating lines were properly aligned. The cause is likely attributed to over-torquing during use since this is not a torque limiting device and there is not an audible click when the proper amount of torque is applied. The labeling was reviewed and provides instructions regarding proper device usage. A review of the manufacturing records did not identify any issues which would have contributed to this event.